Manufacturer narrative:
D6a: if implanted, give date: the implant date is known only as from (B)(6) 2018 until (B)(6) 2023. Therefore, (B)(6) 2018 is being used as the implant date, considering the time span of the reported device dysfunction and article submission. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The date of the event is unknown. However, according to the article, the study period for inspiris resilia valve implantation was from (B)(6) 2018 to (B)(6) 2023, and the valve dysfunction was noted to be after 5 years and 2 months of implant duration. Thus, (B)(6) 2023 was used as the occurrence date. Perri g, grandinetti m, dakli m, et al. Mid-term results of new heart valve tissue bioprosthesis for pulmonary valve replacement. Journal of the heart valve society. 2025; 2(3-4): 328-334. Doi: 10.1177/30494826251386255. The investigation is still in progress. Therefore, a conclusion has not yet been established. A supplemental report will be submitted upon completion of the investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis, and if action is required, an appropriate investigation will be performed.

Event description:
Through review of the medical article: "mid-term results of new heart valve tissue bioprosthesis for pulmonary valve replacement", the following event was found to be pertaining to an edwards device: - a patient with this inspiris resilia valve model 11500a25 implanted in the pulmonary position underwent a valve in valve intervention after 5 years and 2 months due to degeneration leading to severe stenosis and severe regurgitation. A transcatheter valve was implanted within the edwards surgical valve.

Manufacturer narrative:
Information added/updated to section h6 (investigation findings and investigations conclusions). H11: additional manufacturer narrative: the device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. Since no edwards defect was identified, corrective or preventative actions are not required.